Event description:
Per oos, this system was removed due to infection. Also removed were: philos ii dr, MDR 1028232-2007-00438 and setrox s45, MDR 1028232-2007-00439.

Manufacturer narrative:
See scanned page.